Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower drawer failed to open after the issue button was clicked. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open after the issue button was clicked. A technical support specialist (tss) remoted into the cabinet and confirmed that there were no issues with the zones, and everything appeared normal in mql, and the user was asked to log in again. The medication was successfully issued by customer. The system functioned as intended after the technical support specialist troubleshot the device.